Manufacturer narrative:
(B)(4). The lot was manufactured july 29, 2015- july 30, 2015. A batch review was conducted and revealed that a device with a ruptured reservoir was found during the manufacture of this lot. However, the batch was put on hold and then released after inspection. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured near the end of infusion. The device was filled with 50 mg of caspofugin in 250 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.